Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned for analysis. The reported stent dislodgement was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system electronic instructions for use states: carefully remove the delivery system from its protective tubing for preparation of the delivery system. Remove the product mandrel and protective stent sheath by grasping the catheter just proximal to the stent (at the proximal balloon bond site), and with the other hand, grasp the stent protector and gently remove distally. Based on the information reviewed, there was no product deficiency identified. Additionally, it was reported the stent dislodgment was not noted until the sds was advanced to the lesion. The IFU states: prior to using the xience xpedition stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon.

Event description:
It was reported that there was no resistance noted during removal of the xience xpedition stent delivery system (sds) from the plastic hoop, no resistance during removal of the mandrel and the stent sheath, and no force was applied during removal of the mandrel. The xience xpedition sds was advanced to the mildly tortuous, moderately calcified, target lesion in the distal right coronary artery (rca) and the sds was inflated. It was then noted that the stent was not on the sds. The sds was removed from the patient. The xience xpedition stent had been unknowingly discarded in the trash during unpackaging. The stent was retrieved from the trash where it was found mangled and stuck inside the sheath. Another xience xpedition of the same part and lot number (1074275-28, lot 2082261) was successfully used in the target lesion. A previous stent had also been deployed in the rca without incident. The procedure was completed with a total of three stents implanted in the rca and one stent implanted in the left circumflex coronary artery. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.